Event description:
Pt requires enteral feeding 24hrs/day & attends grade school w/her ambulatory pump. Mom reported pump would not charge for ambulatory use on 9/28. MFR was contacted & they felt pump needed new internal battery, which was fedex'ed to rptr's pharmacy. Mom called later to state pump wouldn't work when plugged in. MFR contacted 9/29 (fri) & they advised replacement of pump, but they refuse to ship directly to pt. A backup was finally found locally & sent to pt 9/29 evening for weekend. Pt was off her feeding for 4hrs while at school & subsequently experienced nausea, vomiting, diarrhea & had probable electrolyte disturbances. Problem could have been less severe if pt/mom could coordinate themselves with MFR. The insurance co bought the pump for the pt but MFR states that FDA requires that the pharmacy or dme dealer handle any problems & exchanges. This is the 3rd pump to malfunction in 2 yrs on this pt. Rptr does not use the pump on others due to past problems. This has been very time-consuming & rptr objects to having to coordinate every problem when they don't own the pump or receive compensation for their involvement.